Event description:
The co was notified of the incident through a communication of facility regulatory agency to distributor. The complaint alleges that when nurses pulled out pacing wires prior to the pt being discharged from the hosp, the metal tip came off from the wire very easily.